Manufacturer narrative:
H6: codes corrected. User facility report: (B)(4) was received 08 oct 2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that during the heartmate 3 pump implant procedure, the patient was implanted with the spectrum rvad which was then explanted, and the patient was implanted with a protek duo rvad with oxygenator. The right femoral arterial extracorporeal membrane oxygenation (ECMO) cannula was explanted, and a proximal and distal right femoral embolectomy was performed. The right femoral artery site was repaired with a bovine pericardial patch. The right distal femoral artery reperfusion cannula was explanted, and the site was repaired. Then the right femoral venous ECMO cannula was explanted, and the site was repaired. Despite this the patient's left ventricle was noted to be completely collapsed and the patient was urgently placed on cardiopulmonary bypass. The patient's right ventricle failed as a result and the cmag was placed. The patient's operation remained complicated, and they were ultimately transported to the intensive care unit (ICU) in critical condition around 20:30 on biventricular mechanical circulatory support (mcs), intubated and requiring multiple inotropes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that approximately 2 hours after the pump was started and running, air was noticed in the aortic root and outflow graft on an echocardiogram. Flows dropped to 0 liters per minute (lpm). Pump revolutions per minute (rpms) were decreased and the pump was turned off. Just before the air was discovered there were pulsatility index (pi). The patient was placed back on bypass support, and it was determined that a right ventricular assist device (rvad) centrimag would be needed due to decreased right ventricular function. After the centrimag was placed and started, the pump was restarted, and the patient was weaned off of bypass support. The patient may have had neurological deficits from the air but this was unable to be determined until post-op testing. There were no other incidences of air intake after restarting, no bleeding was observed around the apical cuff and pump. The suspected cause was an apical seal leak. The patient passed away on (B)(6) 2024 due to complications from air entrapment during the implant procedure, right ventricular failure and multi-system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the suspected apical seal leak could not be confirmed through this evaluation since the device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including right heart failure) and death that may be associated with the use of the hm3 lvas. The hm 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The de-airing the pump section provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Prolonged de-airation may be due to inadequate blood supply to the lvad or a leak in the cannulae. Step 11 of the de-airing section stated that if air persists in the sealed outflow graft for a prolonged period (more than 5-10 minutes), rule out leaks at the inflow cannula/pump connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.